Event description:
On or about (B)(6) 2013, plaintiff underwent placement of the angiodynamics smart port. The device was implanted by (B)(6) at (B)(6) hospital in (B)(6) for the purpose of administration of chemotherapy. On or about(B)(6) 2017, plaintiff was seen at (B)(6) hospital, in (B)(6) for removal of the smart port due to catheter becoming adherent to soft tissue and the vessel. On or about (B)(6) 2017, the defective device was partially removed by (B)(6) at mission hospital, in (B)(6)..

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).